Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported by the cath lab that during therapy the pump was disconnected from the main supply and it did not switch to battery operation. When reconnected to the main supply the pump worked properly. There was no patient death, injuries or complications. The patient outcome is listed as "okay." Additional information received on (B)(6) 2011 from teleflex (B)(6) complaint coordinator stated that the pump was not working approximately 5 minutes. They did not exchange the pump.